Event description:
It was reported that the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint that the connecting tube could not be connected to the channel connector in the reprocessing basin was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the external stress was applied to lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. The instruction manual states the detection method associated with the event in by inspecting the item as follows: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.